Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd luer-lok disposable syringe with bd luer-lok tip there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. During production the lot is evaluated for characteristics at each stage of the manufacturing process with conforming results. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In the documentary review, there were no problems attributable to the defect, additional inspections in process and tests in final product were in conform. Eleven retention samples were evaluated and tested for visual inspection, correct assembly of components, leakage, and molded syringe. Results were presented satisfactory and in conformance. The luer-lok design has a rope around the pivot that allows you to screw and secure the needle perfectly, it is compatible with all bd hypodermic needles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.